Manufacturer narrative:
(B)(4). Final analysis found an insulation abrasion breaching the outer insulation at 40.9 cn to 41.0 cm from the distal tip. Abrasions are consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4).

Event description:
It was reported that during a routine changeout the atrial lead was noted to have an insulation breach distal to suture sleeve, noise was also noted. The lead was explanted and replaced successfully, the patient was stable.